Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an atrial unipolar lead impedance warning for low impedance on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.